Event description:
Boston scientific received information that this right ventricular (rv) lead exhibited decrease in sensing shortly after implant. An x-ray was performed and revealed a perforation from right ventricle, a small pericardial effusion was visible. The patient was transferred to a different facility and a computed tomography (CT) was performed which revealed that the rv lead was in the myocardium and the helix mechanism was not extended. Subsequently, a lead revision was performed and this rv was repositioned into the rv outflow tract, which resulted in acceptable measurements. No further complications were reported. This product remains in-service.

Manufacturer narrative:
(B)(4). As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.